Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced shocking. Patient stated they had major back surgery on (B)(6) 2017 and stated something happened during that time, but they could not find out what it was. Patient further explained that when they moved, their left hip was where the stimulator was located and felt like they got electrical shocks from the stimulator. Patient stated they turned the stimulator off because they thought it was the stimulator, but they were still having the same problem, even with the stimulator off. Patient further stated it was so bad they could not stand to move. Patient also noted that sometimes it felt like someone was stabbing them with a knife. Patient was asked to clarify if the back surgery was related to the device/therapy, and they stated they hoped it wasn't. They reported they were in rehab after the back surgery and they were doing great, but their rehab bed fell with them 3 times. Patient further stated they were in a sitting position and the bed frame hit them in the hip and that's when the above issues started. Patient stated the falls were a week after back surgery. Patient was redirected to their healthcare provider to have their device checked. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation product ID (B)(6) lot# va12c8x serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that there was no abnormality of the device and no broken wire. There was a bend of the wire near the sacral site, but the device was removed due to the patient's complaints of pain. The hcp did not feel that the pain was due to the device because they patient had chronic pain and another spine surgery a few months prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported there was no issue with the device reported by the neurosurgeon. It was reported that the cause was unknown but it seemed unlikely that it was due to the patient's device. The patient's ipg and lead were removed without any signs of damage on (B)(6) 2017. Health care professional reported there were no signs of infection. The knuckle of wire was reportedly tenting skin (just below dermis) near the sacral site. It was reported that this may have occurred with the patient's back surgery as it was not noted previously. No further complications reported/anticipated.